Event description:
It was reported by the rep that the (1) tl30 was used during a colostomy revision procedure. It was reported that the instrument was fired but no staples were contained in the cartridge. More info will be reported as it becomes available.